Event description:
It was reported that the patient had been experiencing an increase in seizures since her vns generator replacement. There were no noted infections, no medication changes around the time, and diagnostics were reported as good. The patient's mother stated that the patient was experiencing more seizures than with all the previous generators. It was stated that the patient was confirmed to have their vns programmed to the same settings as the previous generator. No additional relevant information has been received to date.